Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When used, the isolation plug oozed blood, causing blood to be sprayed on the nurse's clothing, defective quantity 1. Unable to return defective product, no photos available. Claims need to be settled, complaint response letter needed, complaint receipt letter needed.